Event description:
Reportedly, during testing, the liquid crystal display (lcd) touch screen display did not work. This failure occurred when the device was not on a patient. There were no negative patient consequences or injuries reported.

Manufacturer narrative:
The returned ht70 ventilator was evaluated for the reported "unresposive touch screen" issue. The failure investigator confirmed the reported event. The ventilator was found to have a depleted coin cell battery. Upon visual inspection, the device was found to be disconnected from the single board computer (sbc) and control printed circuit boards (pcbs). The coin cell battery and missing cover screws were replaced to resolve the issue. (B)(4).

Manufacturer narrative:
(B)(4).